Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer treated with insulin pump. Customer stated that he woke up with the high blood glucose reading of 350 mg/dl and treated with insulin pump and went up to 406 mg/dl. Customer also reported that the infusion set that was used the night prior to high blood glucose event was a little crooked. Customer had a bent cannula infusion set. Customer declined high blood glucose and bent cannula troubleshooting. Customer was advised to monitor and call back for further assistance. A replacement infusion set will be sent and is expected to return for analysis. Insulin pump is not returning.